Event description:
On (B)(6) 2013, the pt underwent a permanent implant procedure. During the procedure, the doctor analyzed the lead and thought it was defective. As a result, another lead was used to complete the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.